Event description:
The customer contacted beckman coulter inc. (Bec) in regards to erroneous elevated tsh results above the normal reference range for one patient, which did not fit the clinical picture of the patient, generated on the unicel dxi 800 access immunoassay system. The sample was collected in a serum sample tube. The erroneous results were submitted out of the laboratory. The sample was repeated on the access instrument reproduced the elevated results while testing on alternate methods produced "normal" tsh results. Customer reported a sample from the same patient earlier in the summer gave a tsh result of 5.54 uiu/ml and when sent to quest for testing gave a tsh result of <0.01 uiu/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. Qc performed within the customer's established limits at the time of the event. The customer provided system check data from (B)(6) 2011 passed within instrument specifications. Service was not dispatched for this event. The samples were sent to customer product line support (cpls) for investigational testing. Cpls testing confirms root cause to be heterophile interference.